Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). A historical review of the customer complaint database revealed no adverse quality trends were identified during the complaint review process for item #(B)(4). There were no other reports of this nature against lot # 2m18258242. In a follow up with the facility, the reporter stated that the incident occurred when the nurse was putting the needle in the sharps container. The nurse reports that the safety clamp never engaged; the nurse states there was no clamp on the needle. The reporter confirmed that there were no adverse reactions to the pt or nurse, however the nurse was sent for blood tests. All available info was forwarded to the actual manufacturer, (B)(4). They reviewed the batch manufacturing record and there were no such defect encountered during in-process and final control inspection. The process cards showed no abnormalities. Without the actual sample a thorough investigation could not be performed and no specific conclusion can be drawn. A follow up report will be provided if the sample is returned and/or additional pertinent info becomes available.